Event description:
Related manufacturing reference: 3002953813-2018-00063. Following a radiofrequency ablation procedure a second degree patient burn occurred. Upon removal of the grounding pad a burn was noted at the location of the pad placement. The patient is stable.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is 2184149. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.